Event description:
In (B)(6), I had a hysterectomy and transvaginal mesh implanted. A few days after being discharged from the hospital, I developed a terrible infection and extreme pain and had to be readmitted to the hospital for several days. It was a horrible experience. Since then (around 2010), I started seeing white spots on my back and it developed into my body covered with vitiligo. Then I began to develop other autoimmune issues such as interstitial cystitis, parathyroid disease, and several others.